Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room. It was noted that the true atrial lead noise leading to auto mode switch (ams) was observed. Programming changes were made to atrial sensitivity and the issue was resolved. The patient was discharged.